Event description:
The catheter broke below the oval disk. The catheter was completely retrieved without surgical intervention. The catheter was placed at hosp and the pt was transferred to another hosp. The catheter had been indwelling for just a few days.